Event description:
Customer alleged that hinges that attach back to seat are not holding with any kind of pressure applied. Replacement (B)(4). No injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model m51p, serial number/date code (B)(4) is approximately 1 year old. The owner's manual part number 1125085 rev j (oct-08) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the seat hinges that attach the back to the seat are allegedly not holding with any kind of applied pressure. Replacement hinges were sent on warranty order (B)(4). No injury alleged.